Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the asymptomatic patient presented in the operating room for device upgrade, externalized conductors were observed on the lead. The electrical function of the lead was tested and no anomalies were detected. The lead will be capped and replaced on (B)(6) 2016.